Event description:
Following a fall or some other trauma the pt experienced shocking or jolting at their lead site. There was no change in symptom control. Palpation did cause stimulation changes. Impedance measures were normal; an x-ray of the head and neck looked fine (date not reported). The hcp was unable to get consistent info from the pt. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.